Event description:
A drill did not cut and was not able to be used. A 3.2 mm drill was used instead.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.